Event description:
The customer reported the ventilator cannot work on ac power and it won't charge the back up battery during normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The manufacturers field service engineer evaluated the device and replaced the power supply to correct the reported problem. The device passed all manufacturer required testing.